Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin squirted out during manual prime. The customer¿s blood glucose was unknown at the time of the incident. Insulin pump had battery out limit alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test however compromised force sensor system alarm during prime test at four pounds and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to verified prime/fill anomaly due to compromised force sensor system alarm. The motor was tested outside of the device and passed.